Manufacturer narrative:
The approximate age of the device is three years. A portion of the percutaneous lead was returned to the MFR for evaluation is currently being analyzed. No further info is available at this time. A supplemental report will submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported the pt experienced a red heart alarm. The pt was asleep connected to the pt cable when the alarms presented. The pt was instructed to place self on battery power. Sudden pump stoppages continued to occur. The log file indicated several low speed/low flow events including pump stops events. The events occurred while connected to a power module pt cable only. Evaluation of the percutaneous lead showed damage to the lead and a percutaneous lead repair was performed. The repair was not successful. The orange wire failed. A modified pt cable was requested and shipped to the customer.